Event description:
New information received stated programming changes were made on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via a merlin@home transmission. Upon review, the patient's implantable cardioverter defibrillator (ICD) exhibited oversensing. Programming changes were discussed but not yet made. The patient did not report any symptoms.